Manufacturer narrative:
A returned was issued and the product was evaluated upon receipt. A follow up will be filed if/when any additional information is provided.

Event description:
The dealer stated that he just received this unit from being repaired and it has no lights showing the liter flow. Out of box failure.